Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event /procedure because the event report implies only qty 1 suture involved/affected? The failed quantity is 2, and only 1 can be returned for analysis. Note: events reported in 2210968-2019-89574.

Event description:
It was reported that a patient underwent an ophthalmic surgery on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off. Changed another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.